Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had scratched lcd window, cracked case near display window corner, cracked reservoir tube lip, cracked battery tube threads and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 120 mg/dl at the time of incident. The customer was changing the site when she received the alarm. The customer stated that the insulin was squirting out and it will not let her do anything but rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.